Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the relion confirm meter was giving high readings. Customer stated meter has been reading high since got it. He got some new strips and meter read over 300 and took 9 units insulin and then went to bed. When he got up he felt light headed like he was going to pass out. Meter read 298. Did not take any insulin but went to hospital their meter read 124. They gave him some nausea medication and sent him home. Technique is ok except he is touching the strip. Explained correct way to apply blood. Caller is using oxygen therapy which can yield false results. Controls not used. Replacing product. (B)(6) 2014, customer called back to clarify that the oxygen he is getting is through his sleep apnea machine. We made him aware of the disclaimer in the confirm user manual regarding oxygen and asked him to check with his doctor. (B)(4).